Event description:
Prior to the implant procedure, it was observed that the helix of the atrial lead was unable to retract. The physician elected to implant a vvi pacemaker due to patient anatomy to resolve the event. The patient was stable with no adverse consequences.